Event description:
It was reported that the dexcom g7 continuous glucose monitor lost signal and blood glucose values were not displaying on the ilet, consistent with intermittent communication failure involving the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.